Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to the wrong diopter lens being implanted. In addition, it was stated that the incision was required to be enlarged to remove the lens. Suture was used, and the iol was replaced with another lens of the same model. There were no patient complications. Patient gender is not known. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection was performed. Lens was received cut in half. Visual inspection revealed a few stains and loose particles observed on the lens optic body which is compatible with handling the lens, such as during the implant and explant process. The lens diopter result obtained from the stored data in measurement iol quality (miq) system, performed when this specific lens serial reported, was measurement for diopter verification and shows that serial number corresponded to a15.0 diopter. Based on the investigation, the condition of the returned lens is consistent with the explant process and is not manufacturing related. Based on the manufacturing record review, all process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in change control system was done during the period and does not show any change that could be related with the complaint type reported. All pertinent information available to abbott medical optics has been submitted. Placeholder.